Manufacturer narrative:
The manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Device code a0722 has been removed. Codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the impedances for 3-7 were 40,000 ohms. The cause was not determined, however, lead fracture was suspected. The issue was not resolved with no actions.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that the patient complained that the feeling of stimulation had stopped starting from around on (B)(6) 2021; upon confirmation, abnormal impedance values were observed in all electrodes. Surgical intervention occurred; repeat surgery was performed on (B)(6) 2021 in order to confirm the cause of the abnormal impedance values. The lead was disconnected from the ins and an abnormality was observed when the lead impedance value was measured using the wireless external neurostimulator (wens), so a lead fracture was suspected. The operation was completed by reconnecting the existing system without replacing the lead. There were no particular environmental, external, and patient factors that may have caused the event. The cause of the reoperation was identified. As a result, a lead fracture was suspected, but it was not removed and is still implanted in the patient's body. The interventions taken included "identifying the cause of the reoperation". The issue was not resolved at the time of the report. The patient outcome was reported to be no health damage. The physician's opinion regarding the causal relationship was "due to lead fracture".

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c190, (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2019; b3: date is approximate. Year is confirmed valid. G2. Foreign: japan h6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.